Event description:
It was reported that this electrode was repositioned after it was noted through x-rays and fluoroscopy that the position of the electrode was not optimal. The procedure was completed, and this electrode remains in service. No adverse patient effects were reported.